Manufacturer narrative:
Reliability analysis inspected (B)(4) opened/used enlite sensor and performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when his blood glucose level was not low. Customer's sensor glucose reading was 67 mg/dl but his blood glucose level was 198 mg/dl. The insulin pump alarmed meter blood glucose now, calibration error twice, and change sensor. The customer was advised that the device would be replaced and agreed to return the product for analysis.